Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure. There was a report that there was resistance noted when it was pushed/pulled inside the catheter. The anatomy was reported to 'very meandering' which may have contributed to the reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable was assigned to the as reported events of balloon burst/ruptured during use and balloon or balloon catheter friction.

Event description:
It was reported that during the procedure, when the balloon (subject device) was dilated to the nominal pressure, the balloon (subject device) ruptured and the contrast media leaked out. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. Upon review of the event description it was clarified that there was also resistance when the balloon (subject device) was pushed or pulled inside the catheter.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure, when the balloon (subject device) was dilated to the nominal pressure, the balloon (subject device) ruptured and the contrast media leaked out. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.